Event description:
It was reported by service report that the cot dropped when unloading from the ambulance due to a an out of adjustment release cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.